Event description:
Son was asleep at night with his bedwetting alarm. This was the first time that the alarm was used. It somehow had a defect and got very hot. My son was able to remove the alarm from his shirt and place it away. He then called me and when I saw the alarm, it was smelling strange as if there was something burning inside the device. Fortunately my son did not suffer severe burns. It was minor. The alarm was very hot. I immediately removed the batteries and let the alarm cool down. The device has been returned to the MFR and defect mentioned. FDA safety report ID# (B)(4).